Event description:
It was reported that signal loss occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing with nordic bluetooth device was performed and failed. A review of the share logs was performed and signal loss was not found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. The reported event of signal loss is reportable because the transmitter failed testing. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device availability - additional information. G3: date received by manufacturer. G6: report type ¿ updated/follow-up. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional information. H6: event problem and evaluation codes - additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.